Manufacturer narrative:
H3 product analysis: drawing(s) referenced: none as found condition: the marathon catheter was returned for analysis within a shipping box, within a resealable plastic biohazard bag, an opened marathon catheter outer carton (lot-d067260), and within a resealable plastic bag. No liquid embolic was returned. Visual inspection/damage location details: the hub was found to be in good condition. The marathon catheter body was found to be damaged (ruptured) at ~162.1cm from the hub. The distal tip was found to be occluded and coated in an unknown solidified solution, which was able to be dissolved in water. The distal tip was noticed to be damaged with minor stiffness. No other anomalies were observed. Testing/analysis: during testing, the marathon catheter failed to be flushed. Resistance was met while attempting to be flushed. The catheter was determined to be occluded; it is possible the catheter body became occluded after the procedure. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during delivery¿ was unable to be confirmed; however, the event could not be ruled out. The returned marathon catheter was returned occluded and unable to be tested for resistance. A few possible causes are but not limited to, incompatible devices, patient vessel tortuosity, catheter damage or device damage, material occludes catheter, and/or insufficient catheter flushing or lack of continuous flush; however, the root cause for resistance was unable to be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter occlusion¿ and ¿catheter ruptured w/embolic¿ were both able to be confirmed, as the returned marathon catheter was found to damaged (ruptured), with the catheter occluded. A few possible causes for the catheter occlusion are but not limited to , premature glue solidification (i.e. Exposure to water, saline, blood, contrast solution) and/or catheter damage (i.e. Kinks, bends); however, the root cause was unable to be determined. A possible cause of ¿catheter rupture¿ is but not limited to, injection of embolic material when the distal portion of the catheter is kinked, prolapsed, or occluded; however, the root cause was unable to be determined. The mentioned n-butyl cyanoacrylate (nbca) used in the report was not returned. No details (lot or reference numbers) about the liquid embolic were provided; therefore, compatibility was unable to be determined. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). No mention of a continuous flush being administered during the procedure was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was a catheter break/separation other than the reported catheter rupture. The fragments were located at the distal tip. No fragments were reported to be in the patient. As of present the patient has not had any additional treatment or medical intervention.

Event description:
Additional information received. The catheter was described as stiffer than usual due to increased injection pressure of the liquid. The stiffness was encountered intraoperatively when the liquid was being injected. The access vessel diameter is unknown. The device was prepared according to the IFU. The procedure was completed by injecting the liquid as is. There was resistance upon injection of the liquid embolic agent into the catheter. The liquid embolic agent was continuously injected without pausing. The injection rate was followed as indicated in the IFU. The liquid embolic agent did not become embedded in an unintended location. The event did not require additional medical intervention. The anatomical location of the catheter tip is only identified as mmae at this time. The cause of the catheter stiffness and catheter rupture were not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the liquid embolization procedure, the marathon microcatheter felt stiffer than usual, causing a sense of discomfort. After embolization, when the catheter was removed from the body, n-butyl cyanoacrylate (nbca) was found adhered to the outer surface about 5¿10 cm from the tip. It was pointed out that there may have been a leak (crack or rupture) in the proximal shaft of the catheter. It was confirmed that the catheter was not damaged prior to use and the leak occurred during the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing liquid embolization of the middle meningeal artery (mmae) using nbca. It was noted the patient's vessel tortuosity was moderate. Vascular access was obtained via the middle meningeal artery (mma). The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).